Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal of essure coils). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) (batch no. 621683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included cyclobenzaprine hydrochloride (flexeril), ketorolac tromethamine (toradol) and orphenadrine citrate (norflex). On (B)(6) 2006, the patient had essure (ess205) inserted. From 2008 until 2018, the patient received flagyl 250 at an unspecified dose and frequency. From 2008 until 2018, the patient received perdiem at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), nausea ("nausea"), tooth disorder ("dental problems"), memory impairment ("memory issue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and adhesion ("adhesions"). The patient was treated with surgery (removal of essure coils). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, depression, migraine, headache, bladder disorder, urinary tract disorder, endometriosis, nausea, tooth disorder, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome and adhesion had not resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, memory impairment, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received. Reporter's information was added. Lot number was updated. Concomitant drug concomitant condition was updated. Added event abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia) , vaginal infection and urinary tract infection , apareunia, depression , migraines, headaches , bladder or urinary problems or changes ,endometriosis , nausea, dental problems , neurological conditions or problems type: memory issue ,dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurry vision, fatigue, weight gain, irritable bowel syndrome, adhesions, she did not undergo essure confirmation. Updated onset date. Outcome of events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal of essure coils). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 621683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included cyclobenzaprine hydrochloride (flexeril), ketorolac tromethamine (toradol) and orphenadrine citrate (norflex). On (B)(6) 2006, the patient had essure (ess205) inserted. From 2008 until 2018, the patient received flagyl 250 at an unspecified dose and frequency. From 2008 until 2018, the patient received perdiem at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), nausea ("nausea"), tooth disorder ("dental problems"), memory impairment ("memory issue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and adhesion ("adhesions"). The patient was treated with surgery (removal of essure coils). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, depression, migraine, headache, bladder disorder, urinary tract disorder, endometriosis, nausea, tooth disorder, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome and adhesion had not resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, memory impairment, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.